Event description:
About four months ago, I switched from abbott libre 3 continuous glucose monitor (cgm) to their new model libre 3+ (the company is discontinuing the libre 3 version of this device). In that time, I've had eight sensors fall off. I am using the same site preparation/management as I did with the libre 3 sensor. I never had issues with the libre 3 sensors falling off. With the libre 3+ sensors, I have literally had them fall off while I am perfectly stationary. Every time this happens, I lose my glucose data. It takes a full hour before a newly applied sensor starts recording data and another 24 hours before the information being displayed is considered accurate. When I examine the sensors after they fall off, there is literally no adhesive stickiness left. I spoke to my dme provider who stated they have heard similar complaints from other patients. I have also spoken to abbott several times and don't feel like I'm being heard. These new 3+ sensors don't seem to be as sticky as the old version. I depend on ongoing data from my cgm since I have a tendency to experience rapid glucose changes. Additionally, I've had multiple occasions where I receive critical low glucose alerts (via a digital display, and a graphic display in the app). I'll do a fingerstick glucose to validate the result and when I go back and look at the sensor data being displayed, it shows no record of that hypoglycemic event having occurred. I did not have these issues with the original libre 3 sensor. They all seem to be occurring since being switched over to the libre 3+. Pt code: 4582. Device codes: 2460, 2903, 2907. Refer to add'l documents in i2k. Reference reports: mw5173358, mw5173359, mw5173360, mw5173361, mw5173362, mw5173364, mw5173365.